Manufacturer narrative:
The date of event estimated as (B)(6) 2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with four prostyle devices relative to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the plunger was difficult to retract. Eventually, the plunger was removed but the suture broke due to the resistance. The same thing occurred with all four devices. An unspecified method was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Na. B7: other relevant history.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b3: date of event.

Event description:
Subsequently to the initially filed emdr report, additional information was received:it was reported that suture placement in the left common femoral artery was attempted with four prostyle devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Following the failures, the use of pre-close technique and prostyle devices were abandoned. The tavr procedure was completed via surgical cut down. Surgical intervention and manual compression was performed to obtain hemostasis. There was a reported clinically significant delay in the procedure or therapy as a result of the surgery. No additional information was provided.